Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional later reported "hole in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. (B)(4).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and /or damage: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification) and observed delamination total in the valve assessed as adhesive failure. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole in valve". Device has been explanted.